Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, the user reported that their ilet device battery was not holding a charge effectively. The user observed that over the prior two days, the battery had been discharging abnormally fast: dropping from 98% to 0% within approximately 12 hours. The user confirmed that the charging pad was functioning correctly. A replacement was arranged. The user agreed to continue using the ilet while monitoring battery life and transitioning to backup insulin therapy if necessary. No blood glucose impact or injury occurred.